Event description:
A surgeon reports that during intraocular lens (iol) implantation, the haptic tore the capsular bag and went into the vitreous. The lens was removed, a vitrectomy and a trabeculotomy were performed and a second iol was placed in the sulcus. The patient's outcome was satisfactory.